Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a driveline infection. The patient had rust colored drainage from the driveline exit site. The drainage was cultured and was positive for pseudomonas. The patient was started on vancomycin and cefepime. It was reported that the patient was listed as status 1a on the heart transplant list. No further information was provided.

Manufacturer narrative:
No device-related issues were identified based on the analysis of the returned device and a direct correlation between the reported event and the returned device could not be conclusively established. The device was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of adhered or well-developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016. The patient was moved up on the transplant list because of a driveline infection that occurred in (B)(6) 2016.